Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device-location of device: abdominal cavity/ failure to occlude (close) fallopian tube(s)/implant was noted to be imbedded in the epiploica of the sigmoid colon"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 761438 /12459428-valid/ 1249428-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Previously administered products included for contraception: condoms from 2005 to 2010. Concomitant products included oral contraceptive nos from 2008 to 2016 for contraception as well as bupropion since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy tubal ligation with filshie clips,removal of intraabdominal essure implant, removal of c). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's most symptoms decreased soon thereafter essure removal. In the left there were four coils in the uterine cavity and on the right there was one. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number:761438, manufacture date: 2010-07, expiration date: 2013-07. Lot number:12459428, manufacture date: 2010-09, expiration date: 2013-06. Lot number report 1249428 is invalid. Concerning the injuries reported in this case, the following one were reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: quality safety evaluation of product technical complaint. Incident: we received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device-location of device: abdominal cavity/ failure to occlude (close) fallopian tube(s)/implant was noted to be imbedded in the epiploica of the sigmoid colon"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 761438(right),12459428(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. . Previously administered products included for contraception: condoms from 2005 to 2010. Concomitant products included oral contraceptive nos from 2008 to 2016 for contraception as well as bupropion since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy tubal ligation with filshie clips,removal of intraabdominal essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's most symptoms decreased soon thereafter essure removal. In the left there were four coils in the uterine cavity and on the right there was one. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number: 761438, manufacture date: 2010-07, expiration date: 2013-07. Lot number report 1249428 is invalid. Concerning the injuries reported in this case, the following one were reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: medical records received: lot no. Updated. Event device dislocation updated to embedded device. New reporter added and case medically confirmed. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device-location of device: abdominal cavity/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 761438, 1249428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: condoms from 2005 to 2010. Concomitant products included oral contraceptive nos from 2008 to 2016 for contraception as well as bupropion since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove essure coils.) And surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's most symptoms decreased soon thereafter essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Hysterosalpingogram (hsg), results : unilateral occlusion (left tube occluded), migration of essure device. Lot number:761438 manufacture date: 2010-07 expiration date: 2013-07. Lot number report 1249428 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device-location of device: abdominal cavity/ failure to occlude (close) fallopian tube(s)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 761438, 1249428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: condoms from (B)(6) to (B)(6). Concomitant products included oral contraceptive nos from (B)(6) to (B)(6) for contraception as well as bupropion since (B)(6) . On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove essure coils.) And surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's most symptoms decreased soon thereafter essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Hysterosalpingogram (hsg), results : unilateral occlusion (left tube occluded), migration of essure device. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number added. Events mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and device dislocation were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.